Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be torn. However, the length of the soft cannula measured within specification at 1.037 inches. Damage was observed to the exposed portion of the soft cannula, it could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the torn cannula. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Inspection of the formed needle found the tip of the formed needle to be squared off and dull. The inadequate needle tip was confirmed to be the cause of the reported skin condition irritation.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the pod was delivering insulin and redness at the infusion site. Treatment information was not provided.